Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2014-12858 and #1627487-2014-12859. It was reported the patient was undergoing a trial lead implant procedure during which the physician was unable to remove the stylet from device 1 and 3, note device 3 was not implanted due to the issue. The physician experienced difficulty removing the stylet from device 2. The patient received effective stimulation with the two leads that were implanted. The procedure was extended by 2 hours.